Event description:
It was reported that the patient underwent cervical laminoplasty with implant of cervical plate. The patient reported having symptoms of locking and jamming, pain in the right shoulder, and spasms in his neck. The patient denied that the device is broken.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.